Event description:
Boston scientific received information that this product was part of a system revision due to erosion and an infection. There were no additional adverse effects reported. The manufacturer of the leads implanted with this device are unknown.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.